Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+1.5/091 (sphere/cylinder/axis) during the same surgery due to the lens was implanted upside down in the patients right eye (od). There was no patient injury. The lens was damaged when removed. The lens was replaced with another same model/length lens at a later date and the problem was resolved. The cause of the event was unknown.